Event description:
This procedure was performed on the sfa in (B)(6) . During a procedure on the sfa, complete stent deployment was not possible. The outer sheath of the catheter did not move after the first stent struts were deployed. A second stent was deployed to secure the portion of the protege everflex that was left in the pt. No injury reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.